Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
Reportable based on device analysis completed on 31-oct-2018. It was reported that crossing difficulties were encountered. Vascular access was obtain via the radial artery. The target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. A 28 x 2.50 promus premier stent was advanced to the lesion but was unable to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. A 28 x 2.50 mm promus premier ous mr stent delivery system (sds) was returned for analysis loaded on a 0.014 guidewire. The distal end of the guidewire was damaged. A visual examination of the stent found damage to both the proximal and distal ends. A visual and microscopic examination of the rest of the device revealed bumper tip damage, the distal and proximal balloon cones were deformed, multiple hypotube kinks and the shaft polymer extrusion was twisted and bunched 1 mm proximal to the proximal markerband.